Manufacturer narrative:
Initial reporter correction -- the initial reporter was corrected to reflect the patient¿s information as the initial report source. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported impedance measurements were taken and it was determined that all pairs with 0 at 1.5v were greater than 20,000 ohms. All other pairs were between 367 ¿ 600 ohms. Group impedances were run and the result was greater than 4,000 ohms. The manufacturing representative was working with the patient because she noticed a change in the recharge interval. The patient claimed to be recharging ever 1.5 weeks and this reduced to every 3 days. The patient¿s device was programmed without using 0 and the patient noticed a difference in the feeling of stimulation. The patient noticed the change in charge interval and stimulation feeling at approximately the same time 7 months ago. It was determined that the cause of the high impedances was that electrode 0 was out. The manufacturing representative reprogrammed around it, so it was no longer being used. The stimulation issue was resolved with reprogramming. The recharging issue would be determined upon future use. Indications for use include complex regional pain syndrome type 1. If additional information is received, a supplemental report will be sent.